Manufacturer narrative:
The serial number of the analyzer was (B)(6). A review of the provided data showed unusual positive growth in the pcr curves. The investigation did not identify a product problem.

Event description:
There was an allegation of a questionable b19 result from the cobas® dpx: 96t test kit for one patient with a plasma sample on a cobas 6800 analyzer. The initial result was non-reactive. The customer expected a positive (reactive) result and retested the sample. The sample was repeated twice and the result was reactive, accompanied by a data flag both times.